Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) (implanted with an epicardial lead system) exhibited double-counting, causing the ICD to deliver inappropriate therapy.